Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Medwatch number: mw5081828. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (unk_saline implants) has developed bilateral breast implants deflation it was also reported that the patient has reported unexplained systemic symptoms, which included but not limited to fatigue, anxiety depression, stress, muscular and joint pain, neurasthenia, paraesthesia, hair loss, memory loss, fever, sweating, sleeping disorder, breast pain, mental concentration impaired cognitive and dermatological symptoms. (No medical data (histology, laboratory) were provided. As a result patient had the implants removed on (B)(6) 2017. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the left side.